Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product evaluation summary: performance data collected from the device was received and analyzed. Impedance ¿ low resistance/impedance: there was one patient alert for superior vena cava (svc) (hvx) lead impedance <(><<)>20 ohms on (B)(6) 2012. Weekly high voltage (hv) impedance trend data show various spike decreases for min svc=60 to 4 ohms range between (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an alert for low right ventricular (rv) lead defibrillation impedance. It was also reported low superior vena cava (svc) impedance was reproduced in office. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.